Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events were falling into the blanking period. Functional undersensing was causing premature termination of atrial events. The lead remains in use. No patient complications have been reported as a result of this event.